Event description:
Information received from the field does not address the patient's clinical status but notes that real-time measure- ments were difficult to obtain. X-rays were taken and after review, the radiologist stated the lead may have moved but it was unlikely. The sensing threshold was 1.7 mv and the capture threshold was 2.5 v. The patient was unable to perform positional testing to ensure good lead placement. Testing will be performed at a later date.